Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted evidence of a previous mesh superiorly and right lateral that had completely either contracted or slipped away causing the hernia recurrence. It was reported that the patient experienced debridement and pain. No additional information was provided.